Event description:
Event description cpi received information that these two sweet tip bipolar leads (4269's) were attempted implants, the helix tip broke off in the heart muscle, during the procedure.